Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was unable to lock in place. The customer's blood glucose value was unknown. Customer stated errors have been resolved and no battery was changed every 1 to 2 weeks. Insulin pump made sounds and reservoir sometimes was not secure and causes no delivery alerts. Customer has received error codes on the insulin pump. Customer stated alarm was not as loud. The device will not be returned for analysis.